Event description:
The international customer reported the device displayed a message indicating the device was defective and shutdown; customer reported the device was not in use at the time. There was no patient involvement.